Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken plug strap crease flat and opening. Leak test was performed and found opening on radius. A microscopic analysis was performed which identify opening striated in the radius side consist with use of a surgical tool and broken striated in the plug strap and missing plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on radius due to surgical damage, a broken striated in the plug strap due to surgical damage and a missing plug strap due to inconclusive.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.